Event description:
It was reported that a patient¿s implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted due to wound dehiscence and erosion. More information was requested but not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.